Event description:
Additional information received from the field representative indicated the right atrial (ra) lead, not the right ventricular (rv) lead was explanted due to noise demonstrated with isometrics. There was also pacing inhibition demonstrated intermittently, however the patient was not pacemaker dependent. The rv lead was also explanted to make the system compatible with the new magnetic resonance imaging (MRI) device.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to noise and oversensing. The device was also explanted as a result of normal battery deletion. No additional adverse patient effects were reported.